Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform displacement test due to motor error alarm. The pump was received with minor scratched display window, cracked display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of motor error during rewind from the insulin pump. The customer stated that there were some motor error alarms in the alarm history. The customer's blood glucose was unknown. No further details were given.